Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a blood recipient set leaked at the upper junction between the tubing and the blood filter chamber. The issue was identified five (5) minutes after initiation of a blood transfusion, at which time the transfusion was stopped immediately. The reported infusion rate was 75 ml/hour. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.